Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the breach in aseptic technique was not further described. On unreported dates, the patient was hospitalized for the peritonitis and the patient began intraperitoneal treatment with cefazolin (dose and frequency were not reported). One day later, the patient was switched to hemodialysis therapy, the cefazolin treatment route was changed to intravenous and the patient¿s pd catheter was removed due to ¿lack of relatives support for the pd therapy¿. At the time of this report, the patient was not recovered from the peritonitis. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.